Event description:
Freestyle libre 14-day sensor causing severe allergic skin reaction. Sensor failing off after 2-3 days. Reaction started as an itch near sensor after 1 and a half days, became painful after 3. By day 5 skin was sloughing off, oozing and sensor fell off. FDA safety report ID# (B)(4).